Manufacturer narrative:
Correction: section h6 - "difficult to fold, unfold or collapse" should not be submitted in adverse event problem in 2017865-2025-1007943.

Event description:
New information received notes that the helix of the right atrial (ra) lead was rotating properly but failed to maintain contact with the cardiac tissue. The ra lead repeatedly dislodged after the stylet was removed. Multiple repositioning attempts were made, but all were unsuccessful.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was unable to be implanted into the cardiac tissue upon helix deployment despite multiple attempts. The helix of the ra lead was deployed outside the patient's body, and a piece of tissue was lodged inside the helix that could not be removed. The ra lead was not used and replaced. The patient was in stable condition.